Event description:
N/a.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) units helium tank was leaking. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium tank was leaking.